Manufacturer narrative:
Date of explant is unknown. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient had infection at the ipg site and treated with oral antibiotics. As such the ipg was explanted to address the issue at an unknown date.